Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in inappropriate shocks and pacemaker inhibition in a pacemaker dependent patient.